Manufacturer narrative:
An event of ball-like shaped device related thrombus after almost a year of device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging provided by field confirms the presence of a drt. The disc was below the pulmonary vein ridge. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted. The patient was prescribed a dual anti-platelet therapy (dapt). On (B)(6) 2024, a device related thrombus (drt) was noted on transesophageal echocardiogram (tee). The thrombus appeared to be ball-like in shape. The patient was reported to be in good condition. No treatment was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.